Event description:
Revision surgery - the first revision primary cup failed due to osteolysis, the second revision zimmer cage failed and the pelvis needed to be plated. The same size head and sleeve were needed, djo stem has not been an issue.